Event description:
(B)(6), the customer called to report she cut herself on the glass of the amplification bottle. The bottom of vial was broken and there were shards of glass in the box. She did not know the vial was broken so when she went to pick up the bottle a pin size piece of glass penetrated her glove and cut her left middle finger. Medical treatment: per their lab protocol: (B)(6) took off gloves, wiped injured finger with alcohol and washed area with soap and water. Per hospital protocol, she got a tetanus shot.